Event description:
It was reported that during a hand assisted laparoscopic nephrectomy, the device was cross cutting the vessel when fired, the surgeon stated it did not feel right. When the device was pulled out, it appeared to be only a partial staple line. The second device was used to cut and staple the vessel successfully. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.